Event description:
A malfunction on the pump was reported by the caller, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.